Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 and/or 81 alarms were noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm was found in the traces on (B)(6) 2024 @ 09:53:00. Pump error 81 alarm was found in the traces on (B)(6) 2024 @ 09:53:00. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump error 82 and 81 were confirmed in the pump's history. After filtering the comment and enum fields in the pump detailed trace per step 1, no pump error 82 alarms were noted. Because of this, pump error 82 is due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was (pump error 81), the hrm task did not grant motor power in reasonable time (pump error 82). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed the issue customer received pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Product return status for mmt-1885 is unknown. Customer will discontinue using the pump.